Event description:
Information was rec'd that reported a pt was hospitalized in 2007, due to blood glucose that was in excess of 500, the reporter state they treated with IV hydration and insulin injections. The reporter admitted that during recent set changes the cannula were found to have been pulled out of the skin at the insertion site, and they report have problems keeping the sets from peeling up. The reporter did not wish to troubleshoot her insertion technique. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.